Event description:
It was reported that medfusion 4000 pump system failure backup audible alarm. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. The main board does not operate as intended, causing intermittent error. Replaced main board. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of the device: other e4: correction: customer reported to FDA: no information.

Manufacturer narrative:
Other text: corrected data: updated d4, model number.